Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty dp board (printed circuit board), faulty dx board (printed circuit board), unit was not booting, front panel is not working, no signal on monitor, flat cable was corroded and deformed, dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is coming from scope due to faulty dp board. Unit was not booting so front panel is not working and no signal on monitor due to faulty dx board. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor had no image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.